Manufacturer narrative:
H3: product ID: neu_epiduralneedle, serial/lot #: unknown, was returned for analysis and found there was a sharp edge on the undercut side of the spoon of the needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was never implanted, and a patient was involved in the event. No further information. Additional information was received from the manufacturer representative (rep). The lead kit and ins serial numbers were reported. The rep became aware of the lead/device issue on (B)(6) 2025. There was a product issue during the procedure. The curved needle from the 977a260 lead kit did not work properly. This was observed intra-op. The patient did not experience symptoms, and the cause was not determined. The doctor asked the rep to grab him a different curved needle, so they gave him a new kit with a different curved needle inside. That resolved it. The issue was resolved. The device will be returned.